Event description:
I've been using the dexcom g7 for several month and have had many episodes of inaccurate reading, out of range, or sensor failure. This device was supposed to be an improvement over the g6. It also won't read if it is more than 6-7 feet away from my phone. I am going to switch back to the g6.